Event description:
Philips received a complaint by the service engineer on behalf of customer on the v60 indicating that the sensors do not show up on the main screen. It was reported there was no patient involvement at the time the issue was discovered as it was called in by the engineer. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the da pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.